Event description:
Patient was receiving a dopamine infusion. Nurse noted, while changing the tubing in the pump, it alarmed "raise bag" and saw that i.v. Fluid was dripping in rapidly. Patient complained of symptoms of nausea and diaphoresis with an observed increase in arterial blood pressure and bradycardia necessitating prompt intervention. The pump itself was not identified as the problem. It is suspected that there was a problem with the tubing causing a free flow of i.v. Solution, but the root cause is uncertaindevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, tubing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.